Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous the left popliteal artery. The physician placed the 1.5mm x 20mm x 142cm otw sterling es pta balloon dilatation catheter in the intended location. The sterling balloon was inflated one time to 6 atms and ruptured during the first inflation. The procedure was successfully completed with another of the same device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in a deflated state. A microscopic examination of the balloon material revealed a pinhole in the balloon wall located near the proximal end of the markerband. The remainder of the device was examined and no other damage or irregularities were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous the left popliteal artery. The physician placed the 1.5mm x 20mm x 142cm otw sterling es pta balloon dilatation catheter in the intended location. The sterling balloon was inflated one time to 6 atms and ruptured during the first inflation. The procedure was successfully completed with another of the same device. No patient complications were listed and the patient's status was reported as 'good'.